Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump being hard to inflate and the cylinders not deflating symmetrically. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the components. Based on the information available and analysis results, the reported clinical observations of pump difficult to inflate and cylinder deflation anomalies could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump being hard to inflate and the cylinders not deflating symmetrically. No additional information was reported.